Manufacturer narrative:
(B)(6).

Event description:
It was reported that a farawave catheter was used in a pulse field ablation procedure. After 6 applications in left superior pulmonary vein (lspv) flushing port stopped working. The catheter was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was used in a pulse field ablation procedure. After 6 applications in left superior pulmonary vein (lspv) flushing port stopped working. The catheter was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.